Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. It was also reported that an unexpected reset occurred. Reportedly, a new cartridge was loaded to address the issue. Customer¿s blood glucose level was 90 mg/dl. Customer continued to use pump.